Manufacturer narrative:
(B)(4) date sent: 5/14/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a hemorrhoidectomy the stapler did not work when the trigger was pulled, the device malfunctioned, no damage to tissues. They opened a different device from another manufacturer to complete the procedure, a touchstone device. No adverse effects to the patient were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch #260a08. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: remove the purse-string suture anoscope after the application of the purse-string suture. Fully open and insert the hemorrhoidal circular stapler into the anal canal, passing the anvil beyond the purse-string suture. Tie the purse-string suture to the anvil shaft to incorporate the prolapsed mucosa and submucosa into the instrument, allowing for sliding along the anvil shaft. Insert the suture threader through the suture threader ports and pull the ends of the suture through the staple housing. The ends of the suture may be knotted externally or fixed using a clamp. Avoid excessive tissue resection by controlling the traction on the suture during instrument closing. Closing and firing the instrument (as described in steps 7 and 8) excises the prolapsed mucosa and submucosa and performs a stapled mucosal repair. Keep the staple line 2 cm above the dentate line. Close firmly by turning the adjusting knob clockwise; firmly compress tissue while observing the indicator in the gap setting scale for adequate closure. To promote hemostasis, it is recommended to wait approximately 30 seconds after completely closing the instrument before firing. While closing the instrument, keep it in the proper orientation with respect to the anal canal. Inspect to ensure that extraneous tissue is excluded. As the final adjusting revolution is approached, the orange indicator in the gap setting scale moves into the green range of the gap setting scale. Ensure that the orange indicator is fully within the green range of the gap setting scale. To fire the instrument, draw the red safety back toward the adjusting knob until it sits into the body of the instrument. If the safety cannot be released, the instrument is not in the safe firing range. When the safety has been released, squeeze the firing handle with firm, steady pressure until the firing handle is fully parallel to the instrument handle. The surgeon will feel reduced trigger pressure as the instrument completes the firing cycle. The firing cycle is complete when the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 260a08, and no non-conformances were identified.